Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389 (lot: unknown); product type: 0200-lead. Sobstyl, m., karamon, k. S., naganska, e., pietras, t., wierzbicka, a.. Displacement of the deep brain stimulation electrodes implanted in the anterior nucleus of the thalamus due to chronic subdural hematoma. Folia neuropathologica 3 2025. Doi: 10.5114/fn.2025.154802 b.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿displacement of the deep brain stimulation electrodes implanted in the anterior nucleus of the thalamus due to chronic subdural hematoma.¿ the following medtronic devices were used: activa pc neurostimulator and bilateral 3389 electrodes. Among the single patient involved, adverse events / device product performance issues included: at 9 months post-op, the patient sustained a head injury due to bilateral tonic-clonic seizures, leading to the development of a chronic subdural hematoma and subsequent displacement of the deep brain stimulation (dbs) electrodes. Following evacuation of the hematoma, an MRI revealed properly positioned electrodes, with no further adjustments needed. No further information was provided pertaining to medtronic products.